Event description:
It was reported that crosstalk was observed during implant. The ICD was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of crosstalk was not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed. The cause of the crosstalk could not be determined.